Event description:
Reporter indicated that programming wand failed to communicate. Programming wand was replaced and is working properly with programming system. Product return pending for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.